Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided, a3a: sex: requested, not provided, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: clinical engineer, g4: 510(k) no.: k130520. Appearance confirmation of the actual device upon receipt (visual inspection) - no anomaly such as damage was found. The actual device, after having been rinsed and dried, was tested for the o2 transfer volume and co2 removal performance in accordance with the product inspection protocol. They met the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45 mmhg. [Circulation conditions] blood flow rate: 5l/min and 3l/min, v/q:1, fio2: 100%. [Oxygen transfer] @5l/min: 316ml/min, @3l/min: 209ml/min. [Co2 removal volume] @5l/min: 262 ml/min, @3l/min: 179 ml/min. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report was found. Based on the investigation results, the gas transfer performance of the rinsed actual device met the factory's specifications, and no anomaly was found in the manufacturing records. As the cause of this incident, based on the information that the blood flow rate at the time of oxygenation lowering was 5 l/min, it was considered possible that the fx15 size of the oxygenator showed poor performance since it was used for the patient with a large body surface area. However, no anomaly was found in the actual device and it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. A. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 15 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: oxygenation decreased 220 minutes after extracorporeal circulation started. Blood flow rate was controlled at approximately 5ml/min and pao2 at the time of oxygenation decreasing varied between around 150-160mmhg. Oxygenation condition to oxygenator at that time was fio2 90% and gas flow rate 2l/min. Although oxygenation had not improved after that and had not recovered, it was possible to wean extracorporeal circulation using the oxygenator. The patient was not harmed.